Event description:
It was reported per field service report symptom - unit shut off when ac removed when attempting transport of pt. Findings/action taken: was unable to duplicate unit shutting off on dc. All voltages checked ok. Replaced missing ac cord clip. Possible that unit not fully charged when ac removed. Unit showing 12.3 dc on battery unit. Passed functional checkout.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.